Event description:
Complainant is employed by an emergency medical transport service - he reports that on 2 occasions (approx mar 98 and june 98) he was using physio-control lifepak 11 heart monitors while transporting pts in cardiac arrest and attempted to place monitor into synch mode for use with accessory defibrillator. In both cases the monitor wouldn't enter "synch mode", which is intended to trigger defibrillation at best time relative to q-r-s complex. Complainant advised sales rep and reports co techs (believed to be employed by physio-control) attempted repairs 1st time and is aware of 2nd incident. Complainant reports self-diagnostic modes do not indicate the problem exists. In both cases another monitor was available and used for back-up.